Manufacturer narrative:
It was reported that during a spine fusion, the gauze sponge left loose threads in the surgical site. Per report, irrigation and forceps were utilized to successfully retrieve the threads from the surgical site. The gauze sponge was inspected before use and no issue was identified at that time. The gauze was reportedly unfolded and then folded lengthwise during use in the procedure. General anesthesia was used and there was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. No patient issues related to the event has been reported at this time. There was no serious injury or need for follow-up care related to this event. Due to the reported event and medical intervention required to retrieve the gauze threads, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the gauze sponge left loose threads in the surgical site and irrigation and forceps were used to successfully retrieve these threads from the surgical site.